Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Concomitant: 407652 lead implanted: 2007-(B)(6). (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had changing impedances. The physician suspected a connector issue with the implantable cardioverter defibrillator (ICD). The lead was revised and the lead and device remain in use. The patient was a participant in the (B)(6) study.no patient complications have been reported as a result of this event.